Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon removed the trochanteric femoral nail advanced (tfna) nail-sterile due to femoral head fell into varus and the tfna nail broke at the junction right below the unknown helical blade. An unknown nail was used instead. It is unknown if there was surgical delay. Procedure and patient outcome are unknown. Concomitant device reported: unknown helical blade (part # unknown, lot # unknown, quantity # 1), unknown tfna screws (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) 11mm/130 deg ti cann tfna 400mm/right - sterile. This is report 1 of 1 for (B)(4).